Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 of the bd nano¿ 2nd gen pen needles broke. The following was provided by the initial reporter: customer reported that the needle did not penetrate the injector. Needle was bent.8 np needle broken.

Event description:
It was rported that 8 of the bd nano¿ 2nd gen pen needles broke. The following was provided by the initial reporter: customer reported that the needle did not penetrate the injector. Needle was bent.8 np needle broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary: nine open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed on eight samples and a bent non patient end of cannula was observed on the remaining one sample. A functionality test was carried out on all nine samples and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.